Event description:
It was reported while using bd safetyglide¿ needle the needle and syringe separated and medication leaked. There was no report of patient impact. The following information was provided by the initial reporter: once pressing down to inject medication the syringe popped off of the needle cause medication to go everywhere. Resulting in not knowing how much of the medication the patient actually received.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle the needle and syringe separated and medication leaked. There was no report of patient impact. The following information was provided by the initial reporter: once pressing down to inject medication the syringe popped off of the needle cause medication to go everywhere. Resulting in not knowing how much of the medication the patient actually received.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h10.